Event description:
The customer reported the device was not charging the battery and it had a chirping red x. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device was not charging the battery and it had a chirping red x. There was no report of patient involvement. The device was sent to philips for evaluation and the reported symptom was duplicated. The processor pca was found to be defective. Replacing the processor pca resolved the reported issue. The device passed testing and was returned to the customer.